Manufacturer narrative:
The reported event was unconfirmed as the product met specifications. No root cause was provided as the reported event was unconfirmed. A device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse getting alarm 80 (non-recoverable system error) control processor failed to detect a simulated water temperature (wt) fault. Had turn device off and on in an arctic sun device. Closed alarm 05 (water reservoir empty) and emptied pads. Got an alert 07(empty pads not complete). Restarted therapy. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, flow rate (fr) was 0.7lpm. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.8lpm, patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c and water temperature (wt) was 24.5c. Explained correlation between heater capacity and flow rate (fr). The nurse asked if the pads should leak water when disconnect. Turned out the pads had leaked water both times when the nurse disconnected and reconnected. Stopped therapy and tried to empty pad but got another alert 07 (empty pads not complete), disconnected pad from fluid delivery line (fdl). Connected new pad without putting on the baby yet. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, and the flow rate (fr) was 1.2lpm. They would return of pad for investigation. Confirmed patient never left the room with pads in place, per nurse and would change out and call if had any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting alarm 80 (non-recoverable system error) control processor failed to detect a simulated water temperature (wt) fault. Had turn device off and on in an arctic sun device. Closed alarm 05 (water reservoir empty) and emptied pads. Got an alert 07(empty pads not complete). Restarted therapy. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, flow rate (fr) was 0.7lpm. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.8lpm, patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c and water temperature (wt) was 24.5c. Explained correlation between heater capacity and flow rate (fr). The nurse asked if the pads should leak water when disconnect. Turned out the pads had leaked water both times when the nurse disconnected and reconnected. Stopped therapy and tried to empty pad but got another alert 07 (empty pads not complete), disconnected pad from fluid delivery line (fdl). Connected new pad without putting on the baby yet. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, and the flow rate (fr) was 1.2lpm. They would return of pad for investigation. Confirmed patient never left the room with pads in place, per nurse and would change out and call if had any further issues.